Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed the reported, helium leak >20psi in 5mins in helium leak check. The fse replaced the helium reservoir assy which corrected the leaking issue. All manifold test passed. Functional checks of the unit passed following cardiosave service manual. The failure analysis and testing department received the following part associated with this complaint: assy, helium reservoir. This part was received with a reported unit failure message of helium leak. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed helium reservoir assy. Into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual pn: 0070-00-0639 revision r. Performed all functional tests and passed. Performed all manifold leak tests and passed within the factory specifications. The fat dept. Could not verify the failure message of helium leak. Helium reservoir passed testing. Retaining helium reservoir assy. In the fat dept. Per procedure.

Event description:
N/a

Event description:
It was reported by customer, cardiosave intra-aortic balloon pump (iabp) had helium leak issue. There was no patient involvement.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.